Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a one touch ping meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) (unknown year). The patient reported using insulin pump therapy to manage her diabetes. The patient denied making any changes to her usual diabetes management routine. The patient reported starting november 5th (unknown year) she had symptoms of ¿eyes and head hurting constantly.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting the alleged issue was not resolved with training. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for an acute complication of diabetes. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.